Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via 6fr sheath, after a percutaneous transluminal angioplasty interventional procedure. Reportedly, resistance was felt when attempting to advance the thumb advancer and the sheath could not be split completely. A second attempt was made to advance the thumb advancer; however, the starclose se device came out of the vessel. Manual arterial compression was applied to achieve hemostasis. After a few hours the patient developed a retroperitoneal bleeding at the puncture site which was treated with a covered stent. It was stated by the physician the bleeding was a consequence of "bad and not adequate manual compression". There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.